Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ulnar collateral ligament thumb surgery the wings of the device broke off during insertion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. According to the provided information a second surgery was required. Update 01-jul-2022: it was confirmed that no revision surgery was required.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, it was noted that the anchor of the device was disassembled from the driver. It was also noted that the wings of the stabilizing clip was bent. The cause of this remains undetermined.